Manufacturer narrative:
Physio-control evaluated the device and was able to verify the reported loss of power occurred via the electronic patient records, but was unable to duplicate the reported issue during testing. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer reported that during a patient event where the patient was only being monitored, their device lost power several times. The patient was not in need of defibrillation therapy and the patient did not suffer any adverse effects as a result.